Event description:
Dealer is stating that the pump is leaking fluids, customer is a distributor and can not change out pump, returning entire unit.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.